Event description:
It was found membrane broken during the first use, blood flow rate: 200ml/min. Five minutes after patient connection, membrane leakages were found on venous end, tmp: 180 mmhg, not involved dialysis machine. It is unknown, if or how much blood the patient lost. No medical intervention needed.

Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibers. No further info is expected for this specific event and the case is considered closed. The root cause of this event cannot be determined.